Event description:
It was reported that the customer experienced high blood glucose levels (555 mg/dl), resulting in the customer being hospitalized. When the infusion set tubing was removed, the tubing was bloody. The customer had dehydration and low magnesium levels. Customer was released from the hospital with lower bgs.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.